Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed 8015 error code 133.6090. Tsc tech-informed customer this is most likely due to the non alarmis battery. I informed to replace the switching power supply, power supply board and non alarmis battery. Recommended returning to factory. Emailed customer our fixed level pricing. Customer will most likely send in for repair, ended call. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was confirmed.

Event description:
(B)(4), case subject: npi 8015 error code 133.6090, account name: (B)(6). Account #: (B)(4), asset name: 8015ls pcu dom v9.33.1.2 a/b/g. Contact: (B)(6), contact email: (B)(6), contact phone: (B)(6). Patient or user involvement: no, patient or user harm: no. Customer reports error code 133.6090 not clearing on their 8015 after replacing the main speaker. Battery pack: 1. Informed customer this is most likely due to the non alarmis battery. 2. I informed to replace the switching power supply, power supply board and non alarmis battery. 3. Recommended returning to factory. 4. Emailed customer our fixed level pricing. 5. Customer will most likely send in for repair, ended call.

Manufacturer narrative:
The customer reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device displayed an error code 133.6090 on the alaris pc unit after the main speaker was replaced.